Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) ranged from 400-497 mg/dl with high ketone levels. Manual insulin injections were used to address bg.